Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event, the epg was analyzed and no anomalies were found. (B)(4).

Event description:
It was reported that while being used on a patient, the external pulse generator (epg) was undersensing in the atrium. The epg was exchanged for another one. The device was then returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.